Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens implanted. (B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.00/+1.5/171 diopter, in the patient's left eye (os) on 08/25/2015. The lens had an excessive vault and the patient experienced significant reduction of irido-corneal angles. The surgeon is planning to explant and exchange for a shorter lens. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. (B)(6). (B)(4). Conclusion: per dfu for this lens model, vicl's are contraindicated for patients with keratoconus. (B)(4).